Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the delivery system catheter got kinked after several attempts to pass the tricuspid valve. The operator decided to replace with another device. The new leadless pacemaker exhibited high thresholds and the operator was still struggling to pass the tricuspid valve. The physician believed that the placement difficulties are due to the patient¿s anatomy and decide to abandon the implant procedure of the leadless implantable pulse generator. The patient will receive an epicardial lead, with a conventional pacemaker. No patient complications have been reported as a result of this event.